Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated they experienced pressure in their stomach, it is worse when they urinate. The patient confirmed they do not have an infection per the infectious disease specialist. The patient also reported they urinate every 15-20 minutes. The patient's stimulation was turned down and will report back on how they are doing. The patient's baseline is every half hour, about 20 voids daily. The patient reported having a urinary tract infection (uti). The patient also reported burning and pressure with urination. The patient will follow up with the therapy support specialist when they finish their uti medication. The patient says they are happy with their device, but they are diabetic and has stage 2 kidney disease.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1sc41102, model/catalog description: tined lead, unique identifier: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary tract infection, lack of efficacy, pain, and burning was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient stated they experienced pressure in their stomach, it is worse when they urinate. The patient confirmed they do not have an infection per the infectious disease specialist. The patient also reported they urinate every 15-20 minutes. The patient's stimulation was turned down and will report back on how they are doing. The patient's baseline is every half hour, about 20 voids daily. The patient reported having a urinary tract infection (uti). The patient also reported burning and pressure with urination. The patient will follow up with the therapy support specialist when they finish their uti medication. The patient says they are happy with their device, but they are diabetic and has stage 2 kidney disease. The patient called again for help with adjusting stimulation to deal with their increased symptoms. Overnight, the patient dealt with frequent trips to the bathroom and experienced retention pain.

Event description:
It was reported the patient stated they experienced pressure in their stomach, it is worse when they urinate. The patient confirmed they do not have an infection per the infectious disease specialist. The patient also reported they urinate every 15-20 minutes. The patient's stimulation was turned down and will report back on how they are doing. The patient's baseline is every half hour, about 20 voids daily. The patient reported having a urinary tract infection (uti). The patient also reported burning and pressure with urination. The patient will follow up with the therapy support specialist when they finish their uti medication. The patient says they are happy with their device, but they are diabetic and has stage 2 kidney disease. The patient called again for help with adjusting stimulation to deal with their increased symptoms. Overnight, the patient dealt with frequent trips to the bathroom and experienced retention pain.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). (B)(6).